Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was more than 400 mg/dl. The customer treated high blood glucose with syringe. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay and keypad overlay texture damage. Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and displacement test. Power connector plug in and locked in place properly. However, pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin at keypad assembly.